Event description:
It was reported that the patient presented for an implant procedure. The physician had opted for a jugular vein approach despite the recommended approach via the femoral vein. During the procedure, the selected approach made it difficult to position the leadless pacemaker adequately. Eventually, the leadless pacemaker was fixated with intermittent torque transfer from the delivery catheter. Pacing impedance increased significantly, and a right ventricle perforation was noted leading to cardiac tamponade. The device was retrieved, and thoracic surgery was performed. The patient condition remained stable throughout.

Manufacturer narrative:
The reported event of impedance problem was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted stretched helix, and this is consistent with implant damage. Analysis performed, including thermal and mechanical stressing of the device, indicated that the pacer exhibited normal device characteristics. Pacing impedance was also measured, and no anomaly was noted. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.